Event description:
Hole in green drape on single basin set - 5430e - w.o.#: (B)(4). Manufacturer - synergyhealth. Hole was marked and drape was brought to risk management. No harm of safety issues to patient.